Manufacturer narrative:
Patient weight not available from the site.no parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, during a cranial procedure, the navigation system was intermittently tracking the instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.